Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was checked prior to their replacement procedure in april and the ins was depleted. The manufacturer¿s representative (rep) didn¿t know anything about the patient¿s system as they only started in march. It was noted the patient had a bad case of scoliosis but the rep. Knew nothing of any lead migration or anything that would explain the cause of rib stimulation or indicate whether this was the cause or same issue with the previous system.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was stimulation in the wrong location. The patient¿s ¿hand held monitor¿ never worked since (B)(6) 2014, but it was clarified that the problem was that she felt stimulation directly under her breast and heart area and they could not program her stimulation in the right location, so she thought it was because of the ¿defective monitor.¿ the patient was educated that it had nothing to do with the patient programmer (pp) and if the pp powered on and was connecting to the implantable neurostimulator (ins), then the pp was working. At first, the patient reported that stimulation did not work in the right location since (B)(6) 2014. A manufacturing representative (rep) could not believe it was defective. The rep kept trying to program it and it would not program it in the right spot. However, the patient corrected herself and provided a different date for the event date. It seemed to work fine in (B)(6) but the first week of (B)(6) she fell out of her 3 foot high bed and landed flat on the concrete floor on her left side. She did not know if it knocked her out but she laid there for a while before she could get herself up. She got scars from where she fell and got hurt. When she fell out of bed it damaged something inside of her. She landed on the ins. Therapy stopped working after the fall. Since that fall, she had been feeling stimulation under the breast and heart area. Because the ¿monitor¿ was not working the healthcare provider (hcp) took x-rays after the fall and it showed the leads were in place where they should be. The hcp then replaced the ins on (B)(6) 2015. He only replaced the ins and not the leads. The hcp implanted a new longer lasting battery thinking it would help the ¿monitor¿ to work. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).